Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. Replaced the bag to vent control panel switch to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in inability to switch ventilation modes as expected during pre-use checkout. There was no patient involvement.